Event description:
It was reported that the patient had an abnormal ramp study inconclusive for thrombus. The study was ordered after the patient was found to have dizziness and elevated lactate dehydrogenase (ldh) levels. The patient received high-dose aspirin and persantine (dipyridamole).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombosis could not be confirmed as no product was returned for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number vad-57667, and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. The patient remains ongoing on hmii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.